Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that after an intraocular ocular (iol) implant surgery performed to a -6.00 diopter myopic patient there was an unexpected refractive result. The expected result was -1.0 or -1.5 diopters but the biometric measurement was -5.0 diopter. Patient is fine but he is wearing glasses. Additional information has been requested.